Event description:
It was reported that during service / maintenance, the bronchovideoscope displayed a noisy image, and no image. There were no reports of patient involvement.

Manufacturer narrative:
Based on the completed investigation, the noisy image was due to damage on ccd (charged coupled device) unit. The root cause of the damage could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.